Event description:
It was reported that the right ventricular lead exhibited a helix extension issue. The right ventricular lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was isolated to the dried body fluids in the helix housing . Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.